Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and nausea are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure with implantation of a 3.5 x 28 mm xience xpedition stent in the mid right coronary artery. On (B)(6) 2015, the patient began experiencing episodes of chest pain, diarrhea, nausea and sweating. The patient was rehospitalized on(B)(6) 2015 and medication was administered. The patient was discharged on (B)(6) 2015. No additional information was provided.